Event description:
Per the pt's mother, the pt keeps getting an error message on her cadd ms-3 pump of replace batteries, even after the batteries are replaced. She still had 2 pumps working and did not miss any therapy as she had not returned her pump due for maintenance since this was not working. The serial number of the pump is (B)(4). Dose or amount: 98ng/kg/min, frequency: continuously, route: subq. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.